Manufacturer narrative:
During the investigation of the returned autopulse platform (sn (B)(4)), the zoll service personnel could not perform the functional testing due to not being able to insert an autopulse li-ion battery into the battery compartment. The root cause was due to a large crack in the battery compartment, noticed during the visual inspection. The observed physical damage appeared to be the characteristics of a mechanical impact, likely caused by user mishandling, such as a drop on to a hard surface. The battery compartment was replaced to address the observed damage. Upon visual inspection, noticed a small hairline crack on the front enclosure, likely caused by user mishandling. The front enclosure was replaced to address the observed physical damage. Following service and after replacing the battery compartment, the autopulse platform passed the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. The autopulse platform passed the final testing without any fault or error. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaint reported for autopulse platform with sn (B)(4).

Event description:
During the investigation on (B)(6) 2021, the zoll service personnel could not perform the functional testing of the returned autopulse platform (sn (B)(4)) due to not being able to insert an autopulse li-ion battery into the battery compartment. No patient involvement.